Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) does not lock. This problem was encountered before the start of an unspecified surgery, with the patient's head inserted inside the skull clamp, but on its own went from locked to unlocked. The patient was unaffected and the surgery continued with another device. No information on surgical delay was reported.

Manufacturer narrative:
The mayfield skull clamp was returned for evaluation: failure analysis - the investigation of the returned device showed that the opening of the skull clamp could not be confirmed in the test inspection of the device. The lock had enough torque and a roll over, and met functional testing. Root cause - complaint was not confirmed via inspection of the unit. The lock had enough torque and met functional testing. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.